Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up after receiving vibratory patient notification alert, device was found in back-up vvi. Review of session records revealed that the device had a power on reset while charging and delivering hv therapy. Device was explanted and replaced. Patient's condition was good.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv delivery. The device was tested on the bench as well as using automated test equipment and a circuit anomaly was believed to be the cause of the reported backup vvi.